Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) act, up and down buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm, e/a alarm, unexpected error message due to unresponsive button. Device had minor scratched lcd window. The test reservoir locked in place properly and no anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's buttons were not always respond and sticky. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.